Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad separately completely from the clamp arm after the third activation of the instrument. The tissue pad was retrieved from the patient. A second like device was used to complete the procedure. There were no patient consequences reported.